Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported when taking the white cap off the end of the safestep huber needle set a small white sliver of plastic was noticed on the inside of the device. It was reported this occurred multiple times however an exact quantity of devices or patients was not provided by the customer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed and was determined to be supplier related. One 19 g x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue on the sample. The dust cap was not returned, and the safety mechanism was not engaged. A white material was observed in the luer hub. A microscopic observation revealed the white material appears to be a piece of plastic that was likely chipped from the dust cap. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event and a corrective action has been implemented. This complaint will be recorded for future trending and monitoring purposes.